Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had alarmed no delivery and for a motor error. The blood glucose reading was 334 mg/dl. The customer was advised to disconnect and reconnect the tubing and reservoir and to manually push the insulin and reported that insulin did exit. The customer stated that the old insulin pump had alarmed for a motor error and the only alarm showing in the new insulin pump was check settings. The customer called again to report that the insulin pump alarmed fo no delivery during a bolus. The customer treated with manual injection. The alarm persisted after a complete set change. The customer had a high blood glucose of 418 mg/dl. The insulin did exit with the manual push and the manual prime was successful with no recurrence of the alarm. The customer was advised to monitor the insulin pump.